Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. The issue had resolved prior to contact with technical support, as the pump began charging once the customer changed the charging supplies. No further assistance was required, but the caller received education on battery best practices and was advised to monitor the system and call back if the issue persisted.